Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: van spanning sh, lafosse t, athwal gs, favorito p, meislin rj, lallemand g, vogels j, lafosse l, buijze ga. How to salvage the fractured coracoid during the latarjet procedure? An empirical approach. Orthop traumatol surg res. 2025 apr;111(2):103919. Doi: 10.1016/j.otsr.2024.103919. Epub 2024 jun 13. Pmid: 38879002. Objective/methods/study data: the aim of this study is to provide a case-based treatment algorithm for management of intra-operative coracoid graft fractures during the latarjet procedure. Between a total of 7 patients were operated with the arthroscopic latarjet and one patient with the open latarjet procedure using depuy/mitek arthroscopic bristow/latarjet set (depuy synthes mitek sports medicine, raynham, ma, USA). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy/mitek arthroscopic bristow/latarjet set (depuy synthes mitek sports medicine, raynham, ma, USA) adverse event(s) and provided interventions possibly associated with unk - implant (qty 1). N=1; 40-year-old. Decreased forward elevation (160) and abduction (100) - one screw through the superior hole. Adverse event(s) and provided interventions possibly associated with unk - implant (qty 1). N=1; 41-year-old. Full forward elevation and decreased external rotation (5) - fixation of graft using the bristow technique. Report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.